Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine a root cause for this failure. From past investigation, it is a possibility that excess/ of angle pressure was applied while using the driver causing it to break. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Milagro advance is commonly used as the tibia fixation. This time the screw driver broke while the surgeon was going to put the screw in place-looks like the metal is twisted off. The screw stayed intact and another screw driver was used with a 15 minute delay.